Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign that silicic acid adhered to the surface can originate from chemicals or tap water, and the remaining foreign material was caused due to insufficient reprocessing and insufficient drying after reprocessing. Olympus will continue to monitor field performance for this device.